Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, right ventricular sensing issues and loss of capture were exhibited. The physician elected to surgically intervene, after an x-ray failed to reveal any placement anomalies. During the revision, the physician reported the lead was functioning properly; however, the issue was the patient's cardiac condition. The lead was removed and replaced in absence of any adverse effects. No return of product is expected.